Event description:
It was reported that during implant attempt, the physician wanted to reposition the lead, but the helix would not retract. It required multiple turns to get it to finally retract. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the distal conductor was distorted. It was also noted that the inner insulation was kinked buckled, there was blood in/on the helix/lobe mechanism, the guidetooth was damaged and the lead was stretched. Visual analysis noted that the lead was damaged at implant and the helix would not extend or retract due to the distal conductor distortion with in the connector.